Event description:
Caller states patient tested 3.9 inr on the coaguchek xs system while a professional coaguchek meter returned as 2.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; product had previously been replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The maude database was reviewed on (B)(6) 2009 and medwatch report number (B)(4) was discovered. This MDR is being filed per baxa corporation's procedure to submit an MDR for all medwatch forms submitted. The complaint database was reviewed; a customer complaint for this failure was not received by baxa prior to this report. A complaint was initiated to further investigate this issue. Medwatch (B)(4) description: " a central venous nutrition (B)(4) bag for the pt was hung on the IV pole. The material of the bag was different and weaker than previous bags used for (B)(4). The hole for hanging the bag onto the IV pole tore under the strain of the (B)(4) of fluid weight. About 1/3 of the liquid in the bag drained out due to the fall of the bag and tear of the IV tubing."